Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed a broken posterior foot which was not returned. The posterior cuff successfully captured the posterior needle when depressing the plunger to deploy the needles; however, the swage end of the posterior needle was bent and broken, but not completely detached. The observed damage is consistent with the plunger not being completely depressed until the collar of the plunger is in contact with the body of the device, resulting in the posterior cuff capturing the posterior needle but failing to be ejected completely out of the posterior foot pocket. Because the posterior cuff was not completely ejected out of the foot pocket, when the plunger was removed from the device, the link was held on one end by the posterior cuff partially remaining in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link break at the swage end of the anterior cuff. Because the posterior cuff captured the needle but remained partially inside the posterior foot pocket, during needle deployment the foot was in the deployed position, any twisting of the device combined with additional force applied to remove the plunger could break the foot and damage the posterior needle as observed. Based on the investigation findings, the probable root cause for the broken posterior foot, damaged posterior needle, and link break at the anterior cuff is incorrect technique. A review of the product lot history record did not reveal any non-conforming material records associated with this lot. No manufacturing/quality deficiency was detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. After removal of the proglide device, the posterior foot was found to be missing and the location of the foot is unknown. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.